Event description:
It was reported, the patient had a pump implanted on (B)(6) 2014 and was seen by their implanting hcp for a post-op visit. At this time, the incisions "looked great". On (B)(6) 2014, the patient was filled with medication for the first time. At this time, the incision looked a little red, "but nothing alarming". On (B)(6) 2014 the patient stated they wanted more pain relief and their dose was increased. On (B)(6) 2014 the patient cited "extreme pain" that the pump was not covering. The dose was again increased. On (B)(6) 2014, it was noted the personal therapy manager (ptm) was helping but, in between activations, the pain would creep back in. The patient was "good" for about 2 hours, then in pain for another 4. The patient's bolus lockout time was 6 hours. The area around the pump incision had been red since implant but, it had not gone away. When the patient was seen on (B)(6) 2014, the hcp felt the incisions were fine and thought the patient had diverticulitis but, was later ruled out. The patient was sent to a gi (gastrointestinal) hcp. It was stated, "it was possible that maybe there was a superficial infection starting". The patient was put on antibiotic therapy (keflex). No cultures were taken and no drainage was noted. Only erythema was noted along the pump incision. On (B)(6) 2014, the patient was seen by the managing hcp. The pump site was warm to the touch and redness was still present. The pump dose was increased and the patient was sent to their implanting hcp for evaluation of the pump incision. On (B)(6) 2014 there was no hematoma noted but, on (B)(6) 2014, the implanting hcp noted a hematoma. On (B)(6) 2014, it was determined the patient had (B)(6) via cultures. The patient complained of fatigue but, was feeling better. Antibiotics were extended for an additional two weeks. On (B)(6) 2014, erythema and pain were noted. The patient was still being treated for (B)(6) infection and no improvement was reported. No refill occurred due to the pump incision being visibly infected. On (B)(6) 2014, the pump incision was still (B)(6)for (B)(6) and the patient elected to have the system removed. The infection was getting worse and the pump could not be filled. Purulence in the device pocket was noted (onset date unknown). Following the explant, the pump incision site was still erythematous and swollen. The patient was receiving empiric infection treatment. It was later reported, the infection had resolved. The pump was used to deliver fentanyl.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).